Event description:
The customer reported no blast suspect flag for one patient that was analyzed prior to flow cytometry analysis and was determined to have 20% blasts by pathologist enumeration involving the unicel dxh 800 coulter cellular analysis system. The customer indicated no erroneous results were released out of the laboratory. There was no patient consequence associated with this event. The customer stated complete blood count (cbc)/diff was performed as a baseline in the flow laboratory, as no previous history or cbc/diff information was available. The specimen was processed in single-tube mode.

Manufacturer narrative:
Raw data files were provided and analysis indicated that some of the lymphocytes appear in the typical monocyte region, but it was not significantly abnormal enough for the algorithm to set a suspect flag. The neutrophil population appears normal. The algorithm did not set blast flag as there were no significantly abnormal patterns identified.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The specimen was collected in 3 ml becton dickinson (bd) tube. Controls and patient controls were performed prior to the event and were within range. Patient control performed after the event was within range. A definitive cause of the event is unknown.